Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #: (B)(4)) revealed that the ins output and telemetry were acceptable, however near normal battery depletion. No issues when pressing on the can. Ins receipt indicated battery reached eri. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had their ins explanted. The issue was that there was a rapid drain. There was also a high ma current. The neurologist tried to turn settings down to save battery yet still achieve therapeutic benefit, but they were not able to. Reprogramming was done to try and resolve the issue, but the issue did not resolve. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the rep. The cause of the battery rapidly draining was unknown. The issue was unresolved. The patient weight was unknown.